Manufacturer narrative:
Product analysis: the device was discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, via the right transfemoral vascular approach, when the sheath was removed a dissection was observed. Subsequently, a stent was placed. No additional adverse patient effects were reported.